Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed a blood leak when removing the drive tube from the drive tube clamp after the treatment was completed. The customer was removing the kit at the time the blood leak was observed. The customer reported the patient was in stable condition. The kit return was requested; however, the customer discarded the kit. The customer returned photographs for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m121 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot m121 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. Photographs were provided by the customer for evaluation. The complaint kit and smart card were not returned. Evaluation of the customer provided photographs verify the drive tube leak as blood is present on the drive tube, near the tri-connector on the drive tube clamp. A material trace of the drive tube used to manufacture lot m121 did not find any non-conformances. The device history record (DHR) review did not identify any related non-conformances, deviations, or equipment maintenance events. This lot passed all lot release testing. A potential cause of a drive tube leak is due to an insufficient bond between the drive tube and tri-connector joint; however, this could not be verified based on photographs provided. The root cause for the reported drive tube leak could not be determined. No further action is required at this time. This complaint is now complete. (B)(4). H.m. 26 jun 2024